Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sustained a fall, and was followed up in the clinic. The right ventricular (rv) lead was noted to have high thresholds and intermittent loss of capture. The rv lead was reprogrammed and remains in use. A follow-up appointment was planned to determine if further interventions were needed. No further patient complications have been reported as a result of this event.